Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose between (B)(6) 2015. The customer declined helpline assistance. She stated that she did not think it was due to an issue with the insulin pump, but that the insulin pump was replaced anyway.